Event description:
During the procedure the manometer of this device was defective. Reportedly, the gauge became stuck at 3 atm's. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.